Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had air bubbles. The blood glucose level at the time of the incident was 83 mg/dl. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was used at room temperature. The customer was instructed to disconnect at the quick release and prime the air bubbles out. The customer noticed liquid in between top o-ring. It was advised to change the infusion set. The product will not be returned for analysis.